Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received (B)(4) notification. The customer reported that the insulin pump battery cap was damaged. The customer was using a belt clip or coin to open the battery cap. No harm requiring medical intervention was reported. Troubleshooting was performed. It was unknown if the customer will continue using the device or not. The product will not be returned for analysis.